Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display became detached from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: during investigation, the display lens bezel was found to be detached and missing. Unrelated to the original complaint, the display was found to be blank with normal auditory and vibration.  A failure with the pump¿s read-only memory was determined to be the cause of the blank display.